Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure in november 2022. The procedure was performed with local anesthesia and fiducials were administered transperineally prior to implant procedure. Upon review of post implant magnetic resonance imaging (MRI), performed on (B)(6) 2022, it was noted that the entire hydrogel was misplaced in the anterior rectal wall. Since the implant, the patient had been symptomatic with the feeling that he had to have a bowel movement all the time. Additional symptoms included pain, discomfort, diarrhea and a feeling of fullness. After receiving 23 fractions of the planned 28 moderate hypofractionated treatment, the patient refused as of (B)(6) 2023, to return and finish therapy due to the diarrhea, acute radiation rectal toxicity and the feeling of fullness. The treating physician planned to advise the patient on continuing treatment, and it was thought the patient would likely finish.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the device was implanted in november 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).